Event description:
It was reported that a spectrum pump failed to alarm for a downstream occlusion during an annual test. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The evaluation found a failed downstream sensor, which is known to contribute to this error. The failed downstream sensor was replaced.